Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the four submitted device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2 115 x 12 stem trials broke while impacting, all parts retrieved. It was also indicated that the 2.5 x 12 mm insert trial metal post bent. No surgical delay. Parts will be returned.